Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device had tripped elective replacement indicator (eri) and doctor was looking for an explanation as to why it only last approximated four (4) years. The device was removed and another was implant. No patient complications have been reported as a result of this event.